Event description:
It has been reported to philips that system did not boot up. The device was not in clinical use at the time of the reported event . No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not boot up. Upon functional testing fse reviewed the technical event log and found there were multiple error logged regarding host pc and sib communication and found that blown fuse on mpdu. The fuse was blown due to defective power supply on geo ipc. To resolve the issue fse replaced the fuse. Later on, the fse replaced tsm and geo ipc. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.